Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level ranged form 126-127 mg/dl. Reportedly, the customer changed the cartridge resolve the issue. In addition, it was reported that an occlusion alarm occurred. The customer changed the cartridge and infusion set prior to the report with tandem technical support, therefore, no troubleshooting could be performed to determine a cause.